Manufacturer narrative:
Due to character limitations section a1, patient identifier, was left blank. The patient identifier is (B)(6). A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. The technician updated the software to solve the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed that their device had logged an event code in the memory which indicates that the rebooting time of the device could be longer than expected.there was no harm to the patient as a result of the reported event.